Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through a regulatory agency "intracapsular rupture", "deflation and color change", "folds, waves, rotation. Periprosthetic shell: stage 1: the suppleness and shape of the breast are normal". This record is for the right side. The device was explanted.